Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired. Block h10: the returned capio slim device was analyzed and found in a visually good condition. A functional test was performed, and no problems were found. With all the available information, boston scientific concludes the event of device misfired could not be confirmed. After the product analysis, no issues were found. It was not possible to identify any evidence of either the alleged issue or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Consequently, this investigation assigned a most probable conclusion code of "no problem detected" since the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2023, for the treatment of vaginal prolapse. During procedure, the device misfired and was difficult to deploy. The procedure was completed with another capio slim device. There were no patient complications as a result if the event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2023, for the treatment of vaginal prolapse. During procedure, the device misfired and was difficult to deploy. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Imdrf device code a050502 captures the reportable event of device misfire.